Manufacturer narrative:
Follow up #1 submitted: 09/23/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to the manufacturer and investigated by product analysis on (B)(4) 2015 with the following findings: review of the black box and download history did not contain any records related to the complaint. On investigation, the display screen was found to be dim/faded/discolored. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a display (dim/fading/color spectrum) issue. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.